Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 04/16/2014 with the following results: unable to verify a time/date reset to the default setting in the black box. A manual time/date change was observed in the black box from (B)(6) 2014 22:36.pump was exercised for 24hrs to ensure the bt1 component was fully charged. After 24hrs the battery was removed for 2hrs. The bench testing confirmed when the battery was reinserted after 2hrs without power the time and date reset to 12:00am 1/1/2007. Pump successfully completed a delivery accuracy test. Removal of the pump cover and a visible inspection confirmed the internal battery bt1 was leaking. Unrelated to this complaint, the display screen has a pinkish contrast; the screen is still able to be read and the battery compartment is cracked from threads to case seal. The returned battery cap was able to carefully attach to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient is hospitalized with a high blood glucose (bg) of 562 mg/dl and large ketones, with symptoms of dehydration, polydipsia, polyuria, abdominal pain/vomiting. Patient is being treated with insulin injections. Patient alleges that since (B)(6) 2012, the pump has defaulted to the factory time/date settings whenever the battery is removed for less than 24 hours. The time/date issue is not being reported since the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen . The patient was advised to use an alternate form of insulin delivery until a replacement pump arrives. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.